Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler and showed physical damage on the power entry module. There was no evidence of dried fluid present within the cassette compartment. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A (as received with reduced dwell) was performed on the cycler and passed. The sound (noise) emitted from the cycler during the test treatment was normal. The cycler underwent and passed a system air leak test, valve actuation test, safety clamp operation, voltage verification test, teach pump test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the bottom cover underneath the pump assembly. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient got peritonitis on (B)(6) and needs stay safe 1.5% solution for on-site delivery (osd). In additional follow-up, the patient¿s pd nurse stated the patient was seen in the outpatient pd clinic on (B)(6) 2024 due to symptoms of abdominal pain. The patient had a pd culture obtained (the same day) and the patient was initiated on antibiotic therapy with vancomycin and ceftazidime (per clinic protocol) intra-peritoneal (ip) while culture results were pending. Per the nurse, the pd culture resulted with growth of yeast on (B)(6) 2024. Additionally, it was reported that the patient¿s abdominal pain persisted (despite antibiotic treatment). Therefore, the patient was sent to the hospital (and admitted) for further management medical of peritonitis as the patient needs anti-fungal therapy and possible pd catheter (not a fresenius product) removal. No further details about the hospitalization were available when follow-up was performed. The exact cause of the peritonitis was not able to be identified by the pd nurse. However, it was stated that the patient did not have any product malfunctions in relation to the peritonitis event. It was reported that the patient¿s doctor suggested that the fungal peritonitis may have been caused by the pd catheter.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient got peritonitis on (B)(6) and needs stay safe 1.5% solution for on-site delivery (osd). In additional follow-up, the patient¿s pd nurse stated the patient was seen in the outpatient pd clinic on (B)(6) 2024 due to symptoms of abdominal pain. The patient had a pd culture obtained (the same day) and the patient was initiated on antibiotic therapy with vancomycin and ceftazidime (per clinic protocol) intra-peritoneal (ip) while culture results were pending. Per the nurse, the pd culture resulted with growth of yeast on (B)(6) 2024. Additionally, it was reported that the patient¿s abdominal pain persisted (despite antibiotic treatment). Therefore, the patient was sent to the hospital (and admitted) for further management medical of peritonitis as the patient needs anti-fungal therapy and possible pd catheter (not a fresenius product) removal. No further details about the hospitalization were available when follow-up was performed. The exact cause of the peritonitis was not able to be identified by the pd nurse. However, it was stated that the patient did not have any product malfunctions in relation to the peritonitis event. It was reported that the patient¿s doctor suggested that the fungal peritonitis may have been caused by the pd catheter.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Based on the available information, the cause of the patient¿s peritonitis cannot be established. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy which is often associated with the pd catheter being the source of infection. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.